Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of below 40 mg/dl at the time of the incident. The customer got into a car accident while driving due to the low. The customer was at 113 mg/dl at the time of the call. The customer used food to treat the low. The customer experienced symptoms such as lack of consciousness. The customer was unsure if they were wearing the insulin pump during the incident. The customer reported that the pump was giving them random boluses that they did not program. Troubleshooting was not completed as the customer declined and had gone off the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.